Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant of the atrial lead, there was difficulty placing the lead securely. The lead was removed from the pocket and a replacement lead was successfully implanted.